Event description:
It was reported that during the implant procedure it was "hard to see" for the health care provider (hcp) if the lead was fully advanced in the device channel. The hcp assumed the lead was far enough in and used the torque wrench to tighten the screw. After tightening, the lead "all of a sudden" gave "high" impedances; all >10000 ohms, except electrode 0. Before tightening, the impedances were "fine." The lead needed to be replaced and there were no patient symptoms or injuries.

Manufacturer narrative:
Product ID 3877-60, lot # 0206189643, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
New product information - unknown implantable neurostimulator (ins) is a 37702 prime advanced ins.

Manufacturer narrative:
Analysis of the lead (lot #) found that the proximal end connector port was not completely seated in the implantable neurostimulator (ins) connector port. There are four setscrew impressions that are too proximal on the connector end of the lead. This indicates that the lead was not completely inserted in the ins connector port. There are two incorrectly located setscrew impressions on the #0 connector, one on the #1 connector, and one in the insulation between the #0 and #1 connectors. The edge of the #0 connector was crushed by the setscrew being tightened on it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.